Manufacturer narrative:
The unit was evaluated by a philips field service engineer. The symptom could not be duplicated and the device passed all testing; therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported that while monitoring leads ECG with the device, all monitoring ceased and they were unable to resume any leads ECG monitoring at all. There was no report of pt impact.